Event description:
It was reported that the pump declared alarm 20 during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. The customer was instructed to put the pump into storage mode and return it within 10 days using a pre-paid label, which was acknowledged.